Event description:
The customer initially reported that their device had its service indicator illuminated and had inverted colors showing on the display. After an evaluation of the device by physio-control, it was observed that the device would not complete the boot up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed memory pcb assembly in the failure analysis center. It was observed that the memory pcb would not allow the system pcb to boot up.